Event description:
The report received from the medical affairs indicated that the patient had a cypher stent placed in an unknown vessel on (B)(6) 2005 due to a heart attack caused by a blockage of an unspecified artery. Patient was prescribed metoprolol and plavix. In 2005, 2 to 3 months after cypher stent was placed, patient was diagnosed with diabetes determined by unspecified tests. As treatment, physician prescribed unspecified medications. On an unknown date, physician discontinued unspecified medications since patient's blood sugar level was under-control. Baseline and results were not obtained at the time of the call. In (B)(6) 2011, patient experienced feeling hot inside, flushed inside and like passing out. As treatment, patient took nitroglycerin and was taken to the ER via ambulance. As further treatment, patient was admitted and diagnosed with heart attack determined by unspecified tests. While in the hospital, patient was given unspecified medications, plavix was discontinued and her metoprolol dosage was increased to 200 mg. Patient was discharged 2 to 3 days later. Event of feeling hot and flushed remained ongoing. On (B)(6) 2012, patient experienced an unknown event. As treatment, patient was rushed to the ER, where patient was diagnosed with a heart attack determined by unspecified enzymes and experienced "bottom out" described as the nitroglycerin medication caused blood pressure to drop. Blood pressure baseline was low, result was unknown. As further treatment, physician prescribed unknown blood thinner medications and patient was given IV fluids in 2012. In 2012, while in the hospital, patient had a catheterization that showed the cypher stent was not attached to the vessel wall described as cypher stent became loose, had an aneurysm, big clot described as a 3rd stage blood clot and unspecified buildup where the stent was detached.

Manufacturer narrative:
As treatment, while in the hospital, patient had multiple angiograms to try to stretch the stent, the big clot was removed by an unspecified method and physician prescribed an unknown medication to keep the vessel dilated. Patient was discharged on (B)(6) 2012. Events of big blood clot and heart attack resolved. The outcome of events of aneurysm and buildup was not obtained. In (B)(6) 2012, patient reported could not breath and could not walk. As treatment, patient had an unscheduled hospital visit starting and was admitted to the cardiac ward. While in the hospital patient was diagnosed with a heart attack by unspecified test. As further treatment, patient was prescribed different medications. Beginning 2012, while trying one of the different medications, patient experienced headaches described as feeling like patient was "taking a jackhammer to the head," nausea and felt "sicker than a dog," which was not further clarified. As treatment, patient was prescribed an unspecified "pain killer" medication which did not take the "edge off." As further treatment, physician prescribed an unknown medication 500 mg to help inflate arteries. Event of headaches resolved in 2012. The outcome of events of nausea and felt "sicker than a dog" was not obtained at the time of the call. In 2012, while in the hospital, patient experienced blood sugar went up described as hc1a was 6.8 determined by unspecified test. As treatment, physician prescribed unspecified medications. Baseline was not obtained. Current hc1a level was 5.5 determined by unspecified test. Outcome was not obtained at the time of the call. Patient was discharged four to five days later, after patient was able to walk up and down the hallway in the hospital. Event of hard time breathing resolved. The outcome of hard time walking was not obtained. In 2012, patient experienced another episode of having hard time breathing. As treatment, physician increased the unknown medication to inflate arteries to 1000 mg twice a day. Event remained ongoing. On an unknown date, physician prescribed plavix for an unspecified reason. No further information was obtained. Complaint conclusion: the report received from the medical affairs indicated that the patient had a cypher stent placed in an unknown vessel on (B)(6) 2005 due to a heart attack caused by a blockage of an unspecified artery. The patient's medical history is significant for no pmh of smoking, alcohol and drug abuse. Patient was prescribed metoprolol and plavix. In 2005, 2 to 3 months after cypher stent was placed, patient was diagnosed with diabetes determined by unspecified tests. As treatment, physician prescribed unspecified medications. On an unknown date, physician discontinued unspecified medications since patient's blood sugar level was under-control. Baseline and results were not obtained at the time of the call. In (B)(6) 2011, patient experienced feeling hot inside, flushed inside and like passing out. As treatment, patient took nitroglycerin and was taken to the ER via ambulance. As further treatment, patient was admitted and diagnosed with heart attack determined by unspecified tests. While in the hospital, patient was given unspecified medications, plavix was discontinued and her metoprolol dosage was increased to 200 mg. Patient was discharged 2 to 3 days later. Event of feeling hot and flushed remained ongoing. On (B)(4) 2012, patient experienced an unknown event. As treatment, patient was rushed to the ER, where patient was diagnosed with a heart attack determined by unspecified enzymes and experienced "bottom out" described as the nitroglycerin medication caused blood pressure to drop. Blood pressure baseline was low, result was unknown. As further treatment, physician prescribed unknown blood thinner medications and patient was given IV fluids in 2012. In 2012, while in the hospital, patient had a catheterization that showed the cypher stent was not attached to the vessel wall described as cypher stent became loose, had an aneurysm, big clot described as a 3rd stage blood clot and unspecified buildup where the stent was detached. As treatment, while in the hospital, patient had multiple angiograms to try to stretch the stent, the big clot was removed by an unspecified method and physician prescribed an unknown medication to keep the vessel dilated. Patient was discharged on (B)(6) 2012. Events of big blood clot and heart attack resolved. The outcome of events of aneurysm and buildup was not obtained. In (B)(6) 2012, patient reported could not breath and could not walk. As treatment, patient had an unscheduled hospital visit starting and was admitted to the cardiac ward. While in the hospital patient was diagnosed with a heart attack by unspecified test. As further treatment, patient was prescribed different medications. Beginning 2012, while trying one of the different medications, patient experienced headaches described as feeling like patient was "taking a jackhammer to the head," nausea and felt "sicker than a dog," which was not further clarified. As treatment, patient was prescribed an unspecified "pain killer" medication which did not take the "edge off." As further treatment, physician prescribed an unknown medication 500 mg to help inflate arteries. Event of headaches resolved in 2012. The outcome of events of nausea and felt "sicker than a dog" was not obtained at the time of the call. In 2012, while in the hospital, patient experienced blood sugar went up described as hc1a was 6.8 determined by unspecified test. As treatment, physician prescribed unspecified medications. Baseline was not obtained. Current hc1a level was 5.5 determined by unspecified test. Outcome was not obtained at the time of the call. Patient was discharged four to five days later, after patient was able to walk up and down the hallway in the hospital. Event of hard time breathing resolved. The outcome of hard time walking was not obtained. In 2012, patient experienced another episode of having hard time breathing. As treatment, physician increased the unknown medication to inflate arteries to 1000 mg twice a day. Event remained ongoing. On an unknown date, physician prescribed plavix for an unspecified reason. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot a1105676 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coronary aneurysms i.e. Positive vessel remodeling and stent malapposition are known potential adverse events associated with coronary stent implantation. It is not known if ivus confirmed complete apposition of the stents or if the stents were not completely apposed to the intimal surface of the arterial wall (incomplete stent apposition) during the index procedure. There is a theoretical concern that incomplete stent apposition in the middle of the stent can result in areas of ¿cul-de-sac¿ formation with blood-flow stagnation that can predispose the patient to stent thrombosis. Sirolimus has potent anti-inflammatory, immunosuppressive, and antiproliferative effects. These potent biologic effects raise theoretic concerns about potential side effects, such as incomplete healing, increased thrombogenicity, necrosis, apoptosis, and positive remodeling. Continued surveillance after des implantation is required to determine the long-term safety. Animal studies have shown delayed endothelialization to be more common in overlapping stent segments than in non-overlapping stent segments for both sirolimus-eluting stents and bare metal stents. Myocardial infarction is a known potential adverse event associated with stent implantation procedure and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. It is unknown if the patient was maintained on a dual anti-platelet medication regimen. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors.